Event description:
It was reported that this right atrial (ra) lead was explanted due to high pacing impedance greater than 2000 ohms. A new lead was successfully implanted. No additional patient adverse effects were reported.